Event description:
It was reported that there occured abnormal heating. Fiber optic cable with a small cut on its body, and the clinical team reports that the patient suffered a burn due to abnormal heating of the tip. The material code is unknown currently. Due to the burn of the patient this case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During technical investigation the following was observed: a product inspection cannot be carried out because, despite multiple written requests, both items have not been made available to us for a more detailed analysis of the cause. In addition, the device code and device information remains unknown. A precise analysis of the causes cannot be carried out because, despite repeated written requests, we have not been provided with the two unknown items for a more detailed analysis of the causes. It cannot be guaranteed that the unknown products are karl storz items. In our instructions for use for fiber optic light cables and fluid cables, under sections 3 safety and warnings and 4.2 permissible combinations, we expressly refer to the correct use and handling of the cables. Failure to comply with the points specified in the instructions for use may result in overheating and burns for patients and users. A further detailed investigation is not possible with the current available information. The event is filed under internal karl storz complaint ID: (B)(4).